Manufacturer narrative:
The device has not been returned to animas for evaluation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.